Event description:
The pt experienced pain and a shocking sensation that was thought to be related to her device. The device was turned off and the pain completely resolved. She then began to experience her gastroparesis symptoms again and the device was turned back on at which time the shocking and pain returned. It was determined that the pt had a lead fracture. The pt underwent surgery to have the leads replaced. No fractures were identified, but the old leads were removed and discarded and new leads carefully placed. The settings were then confirmed and the device left on. No surgical complications were reported and the pt tolerated the procedure well. Pt outcome was reported as recovered without sequelae. Follow-up with her gastroenterologist indicated no shocking sensations at the device site.

Manufacturer narrative:
(B) (4).